Event description:
It was reported that during cardiac catheterization, an externalized conductor was observed via x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.